Event description:
Analysis was approved for the returned portion of the explanted lead. Note that a large portion of the lead, including the electrode array, was not returned, so an evaluation could not be made on that portion of the lead. Set screw marks observed on the lead pin indicated that proper contact between the set screw and connector pin existed at least once. No anomalies were identified in the returned lead portion. Analysis was also approved for the explanted generator. When received, the data was downloaded from the generator and reviewed. Impedance was within the normal limits through the date of explant. The generator was interrogated, and system diagnostics were performed and returned results within the normal limits. The generator was monitored for a 24-hour period and was observed to deliver the output current as expected. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that a patient passed away unexpectedly. The patient's vns was explanted during an autopsy and was planned for return to the manufacturer for analysis. The patient's vns was last interrogated in (B)(6) 2017, 10 months prior to the patient's death, and the battery was reportedly good. The patient's settings were relatively low since the patient reportedly had difficulty tolerating stimulation. The physician did not believe that the patient's death was related to vns; the nurse suspected that the cause of the patient's death was probably sudep. The explanted lead and generator were received by the manufacturer for analysis, but analysis has not been approved for the returned devices to date. No additional relevant information has been received to date.